Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? Seamguard. Was the instrument fired across or near an existing staple line or clip? Not fired across staple lines or clips. Were any of the forces higher or lower than expected (closing, firing, or opening)? Devices worked as intended and used for additional firings after the reload failure after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Blade automatically returned as intended was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? Reload was easily removed. There was tissue damage. Staple line opened up on the sleeve side, which caused the surgeons to oversew and use evicel, floseal, etc ... To correct the issue the analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional testing could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence it is believed that the inner two rows of staples, second firing, on patient side did not properly deploy and supports the complication described in the event description relative to the specimen side formed fine but there were mangled staples on the specimen side. However the photographs did not provide evidence relative to what may have caused the incomplete staple deployment. It is believed some form of staple driver interference occurred within the staple cartridge.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the second firing of the device, the staple line formed on the specimen side, but on the sleeve side there were mangled staples. No unexpected noises were heard. The surgeon over-sewed the tissue and applied several sealant products to the staple line. The staple line was inspected with an egd scope; the staple line appeared intact. The case was completed with this same stapler, but a different reload. There were no patient consequences reported.